Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous internal carotid artery that is 80% stenosed. When rotating the release knob [handle] of the 8x40mm xact carotid self-expanding stent (ses), the stent was partially deployed (exposed). A new 6-8x40mm acculink carotid ses was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and activation failure could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. As the reported mechanical jam and activation failure could not be confirmed during the return product analysis, it is possible that interaction with the mildly calcified, mildly tortuous and 80% stenosed lesion contributed to the reported mechanical jam and subsequent activation failure issue; however, this cannot be confirmed. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.